Event description:
Patient had sudden onset of pain & dime size foreign body in right knee. More pain & swelling of knee. Knee revised for failure of polyethelene on patella & with some wear on anterior tibial component, it too was replaced. Physician felt polyethelene sheared from dome of patella component. This was the "foreign body". Other polyethelene was found through out the joint. Probably the cause of third party wear of tibial componentinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.